Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced chronic pain and infection. After the original procedure additional surgeries were performed, including multiple surgeries to remove the infected mesh; after all the 1st mesh was removed another covidien parietex was placed. The patient developed another infection, and this later placed mesh was removed.